Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they received an error alarm after inserting a new battery. The customer also reported that they received no delivery alarm. The customer was unable to complete troubleshooting at the time of call. The customer stated that the most recent blood glucose was 501 mg/dl at the time of call. The customer stated that they were off the insulin pump for more than 48 hours. The insulin pump will not be returned for analysis.